Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site regardless of stimulation being on or off. Reprogramming was declined as the patient has requested to have the system explanted.